Manufacturer narrative:
(B)(4). Visual examination showed no exterior anomalies. The results of a multi-rate flow test showed the pump was performing normally. The investigation concluded that the pump primed and flowed per specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Under fluoroscopy the catheter access port (cap) was accessed, the physician was unable to aspirate. The physician decided to explant the pump.